Event description:
The MFR received info alleging a ventilator "broke" and the pt expired.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. The device passed all tests and was found to operate as designed. The ventilator's downloaded event log was reviewed and based on the reported time of the event, the device had been turned off prior to the event. The event was reported to have occurred on (B)(6) 2013 at 6:30 pm. The downloaded event log indicates the ventilator was turned off on (B)(6) 2013 at 6:13 pm and was not turned back on until the device was received by the MFR.